Event description:
The caller stated that the user reported an incident where the syringe was not working properly and the cuff would not inflate. The combitube was removed from the pt and the pt was re-intubated with another combitube. The caller stated that he had the tube and it inflated properly and that he thought that the user did not place the syringe in properly.

Manufacturer narrative:
The tube and syringe were not available for investigation however the roll up kit tube lot number was provided. A review of the device history record (DHR) for the tube lot found there were no non conformances noted. There were two syringes in the combitube rollup kit: one 20 ml lot number a32585 and one 140 ml lot number a31909. A review of the DHR for each found no non conformances. There is a 100% inflation test performed at the cuff assembly level with 5.5 psi of air and held for four (4) hours to assure proper inflation and no leakage. No analysis or conclusion can be drawn without the device however it is possible that the user did not place the syringe into the valve properly causing the cuff not to inflate.